Event description:
The patient contacted lifescan (lfs) and alleged that their meter was reading inaccurately low. The pt reported a result of 50 mg/dl. They reported that they was feeling low at the time of the result. They had just begun taking a new oral medication, glucophage, and did not eat breakfast that morning. They then ate watermelon and drank ensure and pomegranate juice. Soon after they began to feel thirsty, fatigued, and their mouth was dry, they called the paramedics and rested on their meter. Ther meter read 51 and 54 mg/dl. The paramedics arrived within 15 minutes and obtained a result of 398 mg/dl. The time difference between their first result of 50 mg/dl and the paramedic's result of 398 mg/dl was 15 minutes. The pt was taken to the hosp and they were treated with IV fluids, no insulin, they were released the same day. There is no evidence of a meter malfunction, however, there is evidence of user error, which contributed to a serious injury (it is not likely that the pt's meter could increase from 50 mg/dl to 398 mg/dl within 15 minutes. The pt was treated for hyperglycemia). A replacement meter has been sent.